Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.

Event description:
As reported to coloplast though not verified, after altis implantation, patient experienced transient urinary retention due to the effect of spinal anesthesia. Normal voiding and exit after 1 day prolongation of hospitalization with no additional treatment.